Manufacturer narrative:
It was reported that the dental implant had fractured. Therefore, because of a risk of serious injury, this event is reportable per 21 cfr part 803. The device was received back from customer but not yet evaluated. A follow-up report will be sent.

Event description:
Dental implant fractured.